Manufacturer narrative:
Previously submitted MDR indicated incorrect normal mode and magnet mode pulsewidth. This report is being submitted to correct this information.

Event description:
It was initially reported that a physician's (B)(4) turned off while the physician was trying to program a pt's device. The physician plugged the handheld into the wall and was able to communicate with the pt's device; however, the physician noted, the settings were not what was intended so, she changed them to the correct settings. There were no issues with the handheld and it was identified that the physician did not charge the handheld properly between uses which resulted in it turning off while in use. Further follow up with the physician revealed that the pt's settings were not corrected at the same office visit as originally reported. Review of the data from the physician's handheld revealed the following: on (B)(6) 2011: 11:20 am - settings - 1.50/20/250/21/0.50/2.00/20/60. 11:20am - systems diagnostic test - fault. 11:27am - settings - 1.00/20/500/30/60.0/1.00/20/30. The data on the handheld confirms that the settings were not corrected prior to the pt leaving the office. The physician was informed that the setting change occurred due to a faulted systems diagnostic test and they were advised to schedule an appointment with the pt to have the settings corrected.

Manufacturer narrative:
Reported by physician.